Event description:
Caller reported blood glucose results of 32 mg/dl and 280 mg/dl on compact plus system 1, 123 mg/dl or 124 mg/dl mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Absent the device lot number, manufacture date cannot be determined.